Event description:
It was reported that this tactra malleable penile prosthesis was too short; therefore, a surgical procedure was performed to remove and replace the device. There were no patient complications.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length of the device may have been due to a potential measurement error at implant procedure. The exact event date was not available; therefore, the date 04/01/2025 was used as an estimate, based on the report indicating that the onset occurred approximately one month ago. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact event date was not available; therefore, the date 04/01/2025 was used as an estimate, based on the report indicating that the onset occurred approximately one month ago. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this tactra malleable penile prosthesis was too short; therefore, a surgical procedure was performed to remove and replace the device. There were no patient complications.